Manufacturer narrative:
The subject device has not returned to omsc but was returned to olympus service operation repair center (sorc) for evaluation. Sorc checked the subject device. It was confirmed the reported phenomenon which the endoscope mount of the subject device was loosened. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of sorc, omsc determined there was the possibility this phenomenon was attributed to the user handling. It is presumed that the scope mount part of the subject device was damaged or deteriorated due to the user dropping the subject device, etc., causing loosening. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that it was found the endoscope mount of the subject device was loosened at the unspecified timing. The occurrence date of the event is unknown. There was no patient injury associated with this report.